Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels, value was not provided. Reportedly, the customer changed pump supplies to address the issue and performed a fill tubing to verify that insulin was seen coming out of the tubing.